Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of s0003 error coded on slot 2 was confirmed. The (B)(4) was received and evaluated at edc service center. Visual inspection revealed heavily contaminated (burn mark, mold, dust, insects etc.) And discolored. The ubc device was scrapped because it was determined to be unrepairable. The incidental finding was fluid ingress (mold) which caused burn marks. The device history records were reviewed and the records revealed the ubc was manufactured in accordance with manufacturing or qa specifications. Heartmate universal battery charger (ubc) alarms are documented in the ubc instructions for use. Keeping the hmii universal battery charger (ubc) away from water or moisture is documented for the customer in the ubc instructions for use - "keep the ubc away from water or moisture." No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the universal battery charger's slot 2 was defective with s0003 error, so it could not charge. The unit was removed from use.